Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the bipolar energy instrument was intermittently working. The site tried both ports on the erbe generator, replaced the blue cord, and replaced the instrument with no change. The site said bipolar energy was not working for the most part with a couple of activations. The vessel sealer (vs) instrument was working on the e-100 generator, but the doctor needed bipolar energy so they converted to a laparoscopic procedure to finish the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse proactively replaced the integrated electrosurgical generator unit (iesu) to resolve issue. System was tested and verified as ready for use. Isi received the returned iesu involved with this complaint and completed the device evaluation. The iesu was tested with known good energy instrument and failure analysis investigation was not able to reproduce the reported complaint. During testing, the unit energized and cauterized. All ports recognized the instruments during testing. Verification via logs confirms the occurrence of procedures on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. No images or videos were shared for the event. A review of the site's complaint history shows additional complaints related to this product and/or this event. The issue occurred on two benign hysterectomy procedures performed (B)(6) 2022 using system (B)(4). Reports were submitted under patient identifier (B)(6) (this record) and patient identifier (B)(6). This complaint is considered a reportable event due to the following conclusion: the customer converted to a laparoscopic procedure after the start of the procedure due to the integrated electrosurgical generator unit (iesu) not functioning properly. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.